Manufacturer narrative:
Device investigation could not be conducted since it was not returned to manufacturer. Lot history review could not be performed as no lot information was available. Based on the obtained information the relation between the reported event and the subject guidewire could not be determined. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release, there is no indication of a product deficiency. IFU describes "vessel thrombus" as possible adverse effects.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified denovo proximal left anterior descending artery. Another company's guiding catheter and the subject guidewire were advanced to the lesion. Following the wiring of the lad, thrombus dislodged in the distal left main stem with no flow of the left system. The left circumflex was wired and an IV of ic eptifibatide was started. The lad was pre-dilated with a 2.0 x 20mm unspecified balloon catheter at 14atm for 20 seconds and distal flow was established. A 3.0 x 15mm stent was deployed in the left circumflex as 18atm for 20 seconds. A 3.0 x38mm stent was then deployed in the lad at 12atm for 20 seconds. Post dilatation was performed with a 3.25 x 10mm unspecified nc balloon catheter at 24atm for 20 seconds. Distal timi iii flow was achieved.